Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the knife blade within the jaws of the device did not retract. The issue caused the jaws to be difficult to open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one used lf1737 ligasure device was received, and an examination of the device confirmed the reported issue. Visual inspection found the jaws of the device were closed and the handle was broken. With a broken handle, the device cannot open or close the jaws. Further analysis found the knife blade would also not retract, because a large amount of fluid ingress within the device. The investigation identified the root cause of the issue to be from mishandling of the device during use. The instructions included with this device states to use caution when grasping, manipulating, sealing and dividing large tissue bundles. If information is provided in the future, a supplemental report will be issued.